Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high alanine aminotransferase (alt) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The original alt result was 84ui/l and the repeated corrected result was 54ui/l. The result was reported out of the lab. Patient treatment was not changed.

Manufacturer narrative:
The sample was collected in a lithium heparin serum separator bd tube and the sample was slightly icteric but noticed no bubbles or clots. Qc was within established ranges before and after the event. Service was not dispatched fort his event. Root cause of this event is unknown at this time.